Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2021 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial:(B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and had infection. The patient underwent an explant procedure. No further information has been obtained.